Event description:
A report was received that the patient was experiencing difficulty charging the ipg. X-ray was taken and showed that the ipg had flipped. The patient underwent a revision procedure wherein the ipg was replaced and a new lead was implanted. No malfunction was suspected. The patient was doing well post-operatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.